Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the patient had a third degree burn on the corner of the lips and in the inner mucosa of the mouth. Patient is currently under the observation of a plastic surgeon. Plastic surgery will be scheduled. They used other brand of generator.